Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is.

Event description:
Related to: (B)(4). The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal sytem (4.3mm) fail to load. The procedure was completed with another device. No patient harm.

Manufacturer narrative:
Trackwise: (B)(4). Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: d1. The lot # 3000478495 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.